Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient went to the emergency room with complaints of nausea and vomiting, extreme fatigue, left sided posterior shoulder pain and anuria. The mean arterial pressure was in the 70¿s mmhg, lab values reflected significantly elevated bilirubin and creatinine levels, the plasma free hemoglobin was >300g/dl, and the inr value was supratherapeutic. The patient was admitted to the intensive care unit for further evaluation and continued to decline, requiring inotropic support, intubation, continuous renal replacement therapy and veno-arterial extracorporeal membrane oxygenation with the goal of a possible pump replacement. The patient continued to decline and the pump was exchanged on (B)(6) 2015 due to hemolysis and pump thrombosis.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. Thrombus was confirmed through the evaluation of the returned lvad pump. The device was returned assembled with the driveline cut approximately 13¿ from the pump housing and the distal portion of the driveline was returned as well. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outflow elbow was returned attached to the pump¿s outlet port; however, the remainder of the sealed outflow conduit (outflow graft, outflow graft bend relief, and outflow graft bend relief collar) was not returned. Examination of the rotor inlet upon disassembly of the pump revealed a thrombus formation surrounding the bearing ball of the rotor. The laminated structure of this thrombus formation and its areas of denaturation, as well as the contact marks exhibited on the proximal end of the rotor, indicate that it likely formed over an undetermined period of time while the pump was in operation supporting the patient. Examination of the rotor upon disassembly of the lvad also revealed two flat, denatured, tissue-like depositions within the rotor veins. Areas of these depositions were hard and denatured, indicating that they were likely present while the pump was supporting the patient. However, their lack of lamination suggests that they may have developed elsewhere. Further analysis of the device revealed a deposition adjacent to the bearing ball within the proximal side of the outlet stator. This deposition lacked lamination and denaturation, and no contact marks were exhibited on the distal end of the rotor indicating this deposition likely developed acutely while the pump was in use supporting the patient. Although a root cause for the formation of the observed depositions and a duration for which they were present in the pump could not be determined, they would have contributed to the patient¿s reported hemolysis. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 75 days. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.